Event description:
Customer reported a positive patient sample for immulite 2000 troponin I and upon repeat, it was negative. No patient treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Manufacturer narrative:
Analysis of instrument data did not indicate system error. No further evaluation of the device is required. The instrument is performing within specifications.